Event description:
Surgeon was performing a crainotomy and oil was leaking from motor/attachment onto pt. Procedure was continued using another drill; both drills will be returned since they're not sure which one leaking.